Manufacturer narrative:
Concomitant medical products information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device. The main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient was in so much pain at the incision site, they took pain medication the night prior to sleep and took ibuprofen the morning of report as well. They thought the pain was from the tubing moving, being caught by their clothing. The patient was advised to contact their clinician for questions regarding medical advice or health. It was unknown if this was resolved at the time of the report. Additional information was received. The patient reported they were in so much pain. They reported when they had to urinate it was so extreme, they needed to bear down and it was so painful. Patient stated they were ready to give up the therapy. Patient stated they had painful urges, so the stimulation was lowered. The patient was advised to continue to decrease if they continued to experience pain. Symptom data was recorded, patient was advised to contact clinician regarding painful urination. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.